Event description:
It was reported that the patient one week earlier had been hit on her left implant with a tennis ball whilst doing sport at school. The patient reported twinges and pain. Patient has been experiencing intermittent twitching for the last 6 but not as severe.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.